Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the patient's common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed (B)(6) 2016. According to the complainant, when a sensation snare was passed through the biopsy cap, the sponge inside the cap got dislodged into the working channel of the scope. The procedure was completed using a new scope and another rx locking device and biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Visual evaluation of the retuned device found the sponge to be fully detached from the cap and was torn into numerous pieces. The complaint was confirmed. The investigation was consistent with the reported event of sponge detached. However, the additional information confirmed that a blunt tip needle was used to puncture the cap which could have torn the sponge and most likely causing it to detach from the cap. Based on the available information, "user error" is selected as the most probable root cause for the complaint. The directions for use, (dfu mb rx locking device cap global, (B)(4)) states, "to insert devices through the biopsy cap, apply water-soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope¿s working channel." A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the patient's common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, when a sensation snare was passed through the biopsy cap, the sponge inside the cap got dislodged into the working channel of the scope. The procedure was completed using a new scope and another rx locking device and biopsy cap. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.